Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Post procedure, the patient experienced st elevation. No further intervention was required and the st elevation resolved. The patient was stable and discharged home.